Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The physician placed the trunk, then attempted to cannulate the gate from the contralateral side. After approx 20 minutes, he changed to a snare method from the ipsilateral side, and after attempts with multiple catheters, was able to cannulate. During the final angiogram, the physician saw decreased blood flow to the right renal artery, so a bare metal stent was placed in the renal artery. The final nephrogram showed good blood flow to the artery. The pt is fine with no other complications. The physician attributed the decreased renal blood flow to an embolization during the cannulation portion of the procedure. He said the simpson catheter used during the attempts to snare from the ipsilateral side may have dislodged calcium or thrombus in the aortic neck.